Event description:
Nursing home patient was found in a sitting position on the floor beside his bed with his back leaning against the bed, back of the head leaning against the air mattress with his face and throat contacting the half side rail at the rail's end. Patient had minimal air flow and no pulse. No performance problems with the mattress have been noted. The mattress was on a joern's bed, model #684 and the half siderail was a joerns sunrise 1401 series.